Event description:
It was reported that the 9800 system functioned as expected for one case, but was unable to fluoro when tried to use a second time. System shut down and rebooted. Again worked first time and then no fluoro after 15 minutes. Two errors noted. One time 20 squares another time fasdt stop activated. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Checked the system and was unable to duplicate the stated problem. The system was found to be working as intended and placed back into service.